Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported two to three days post op an unknown procedure, a leakage occurred and the patient had to undergo a re-operation. During procedure a blautest performed and was ok and ring was complete. Device was discarded. During the initial procedure, intra-operative everything was fine, the instrument functioned normal, donut was complete and leakage test (blautest) was ok during surgery. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.